Event description:
It was reported that the implantable cardiac monitor (icm) showed artifact on electrocardiogram and the physician was unable to classify an episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.